Event description:
It was reported that during the implant of a right ventricle leadless pacemaker (rvlp) that there was excessive bleeding at the valve bypass tool. The rvlp was implanted and the procedure completed. The patient condition was stable.